Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on intermittent occasions, the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer noticed the inaccurate values and cancelled the bolus request immediately. There was no impact to the customer's blood glucose level (95 mg/dl).